Event description:
The manufacturer received a voluntary medwatch (mw5108394). The information alleges black particles filled the external filter and into the circuit past the heat moisture exchanger and his tracheal secretions turned brown. The information alleges the oxygen saturation dropped and the patient required supplemental oxygen, nebulizer treatments, cough assist, and suctioning. The information alleges the patient was placed on a back up ventilator. The manufacturer believes they will be unable to gather additional information as there was no serial number provided for the device and no contact information of the reporter. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported incorrect information in section h1. Serious injury should have been checked. It is corrected on this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam degraded and caused black particles filled the external filter and into the circuit past the heat moisture exchanger and his tracheal secretions turned brown. The information alleges the oxygen saturation dropped and the patient required supplemental oxygen, nebulizer treatments, cough assist, and suctioning. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.